Event description:
A medtronic ent representative reported that the ent software is not updating quickly when navigating with the m4. It updates normally with other instruments. The medtronic ent rep reported it as a 'flickering' but clarified that the monitor is not flickering, the software is just haltingly updating with the m4. The surgeon completed the procedure with the use of the fusion navigation system. There was no impact on the patient outcome.

Manufacturer narrative:
Patient identifier was not available at the time of this report. Software investigation is ongoing. Results have not yet been reported.